Event description:
Consumer reports she brushed with the brush in the morning and while she was eating in the middle of the day, her filling fell out.

Manufacturer narrative:
The product used was either spinbrush proclean toothbrush soft (B)(4), spinbrush proclean toothbrush medium (B)(4), spinbrush pro whitening toothbrush soft (B)(4) or spinbrush pro whitening toothbrush medium (B)(4). The consumer has not returned the product to date; therefore; we are unable to determine the exact product that was used. The product was manufactured at one of the following locations. Since the consumer has not returned the product to date, we are unable to determine at which location this particular product was made. (B)(4).